Manufacturer narrative:
Company rep evaluated the unit and repaired the power distribution board. Unit was calibrated and tested to factory specs.

Event description:
Customer reported an issue with the panorma central station's display, which may have affected telemetry monitoring. No patient injury was reported.